Event description:
During a laparoscopic appendectomy, the jaws were closed and resistance was felt. The firing cycle was continued and a crack was heard. Upon inspection, the staple line was not intact and the device did not cut. There was no adverse consequence to the pt.